Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a procedure for a permanent scs system on (B)(6) 2014. During the procedure, the leads were implanted without complication; however, when the physician connected the ipg to the leads, the patient went into cardiac arrest. The patient was flipped over and revived. The patient's scs system was then explanted. Follow-up information revealed the patient is doing well postoperative.